Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50, serial number: (B)(6), batch/lot number: 5006553, model/catalog description: infinion pro lead kit, 16 contact, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4220-45, batch/lot number: 37920458, model/catalog description: 4.5 inch entrada 2.0 needle, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak during the implant procedure when the physician tried to enter the epidural space using an entrada needle. A blood patch was performed, and the patient was kept in a flat laying down position following the procedure. The patient was doing well upon follow-up.